Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a shaft break occurred. The target lesion being treated was located at the bifurcation of the left anterior descending (lad) artery and the diagonal (dx) branch. The 4.00x12mm quantum maverick balloon catheter was advanced to the lesion. Another non-bsc balloon catheter was at the bifurcated lesion in order to perform the kissing balloon technique. While trying to position the 4.00x12mm quantum maverick the shaft of the device broke. The proximal portion of the device was removed. The distal portion of the device was removed by inflating a non-compliant unspecified balloon catheter in the lad and removing all of the devices as one unit. Two guide wires, the 4.00x12mm quantum maverick balloon and the guide catheter were removed together. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a shaft break occurred. The target lesion being treated was located at the bifurcation of the left anterior descending (lad) artery and the diagonal (dx) branch. The 4.00x12mm quantum maverick balloon catheter was advanced to the lesion. Another non-bsc balloon catheter was at the bifurcated lesion in order to perform the kissing balloon technique. While trying to position the 4.00x12mm quantum maverick the shaft of the device broke. The proximal portion of the device was removed. The distal portion of the device was removed by inflating a non-compliant unspecified balloon catheter in the lad and removing all of the devices as one unit. Two guide wires, the 4.00x12mm quantum maverick balloon and the guide catheter were removed together. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick device was received with a complete separation of the hypotube. The hypotube separation was 16.25cm from the strain relief and 100.5cm from the distal tip. The hypotube was bent near the separation and the fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).